Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with high impedance on the left ventricular lead. During the replacement procedure, the lead broke off under the clavicle. The lead was replaced and the patient was stable.